Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a follow up, it was noted that the right atrial lead was dislodged. The lead was explanted and replaced, the patient was doing fine post procedure.